Event description:
The customer stated that the insulin pump gave an alarm during an infusion set change. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded / loose drive support disk. The insulin pump had a missing end cap sticker.